Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm. The customer's blood glucose level was 300 mg/dl and was treated with insulin. Reportedly, the customer was using apidra insulin.